Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an insulation issue. Subsequently, the rv lead was surgically abandoned and replaced. The new rv lead remains in service. No additional adverse patient effects were reported.